Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1350 mg/dl; cause was not known. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.